Event description:
Patient had pacemaker and leads implanted and came back 21 days later to remove lead and replacement at that time with no difficulty noted when placing the second lead. Patient returns for an office visit about a month later to find there is noise on that same lead and so then gets scheduled to have device removed from the left side to the right side. Device and leads were removed and patient tolerated the procedure well. Lead is noted to be fractured crushed by the clavicle.